Event description:
It was reported that patient experienced difficulty charging their implantable pulse generator (ipg). The patient underwent a surgical procedure to replace and upgrade their ipg. Post operatively, the patient was stable and was getting coverage of their pain areas.

Manufacturer narrative:
The ipg measured 3.724 volts. A review of the patient's data indicated that the battery depletion rate was within the expected range. The stimulation, however, was active all the time, which required frequent and extended charging time as the stimulation current offset the charge current. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that patient experienced difficulty charging their implantable pulse generator (ipg). The patient underwent a surgical procedure to replace and upgrade their ipg. Post operatively, the patient was stable and was getting coverage of their pain areas.